Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A video was provided from the user facility of the procedure in the report. Based on the video we can confirm the report as described. During the video, the barrel of the ligation device is suctioned to the varix and the band is released. It appears that when the band is released, the trigger cord becomes tangled around the varix and the black band cannot be deployed onto the varix. It is unknown how the trigger cord became tangled around the varix. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Another possible contributing factor to band deployment difficulty includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in band deployment difficulty. The instructions for use under system preparation state "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible. Note: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope." Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user that the "knot must be seated into hole or handle will not function properly." The instructions for use state: "maintain suction and deploy band by rotating handle clockwise until band release is felt, indicating deployment. Note: if band will not deploy, place handle in two-way position and loosen trigger cord slightly. Place handle in firing position and continue with procedure." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used a cook 6 shooter saeed multi-band ligator. As per the cook complaint reporting form: "after the varix suction and ligation with first rubber ring [band] they saw that both trigger cords are crossed. Then it wasn't possible continue with ligation. The rings [bands] were lost and the trigger cord was tangled. During the manipulation, there was bleeding. The trigger cord was pulled out with biopsy forceps. The patient was transferred to ICU [intensive care unit]." The following additional information was received from the user physician on 08/02/16: "the malfunction resulted in entrapment (fixation) of the trigger cord to the rubber band at the varix base. An attempt to release the trigger cord from the varix resulted in severe bleeding with hypotension. We have observed a very unusual case of entrapped trigger cord into the first deployed rubber band on the base of a suctioned varix at the cardia during a variceal ligation with a mbl-6 [cook 6 shooter saeed multi-band ligator] because of this entrapped trigger cord, we were not able to move the endoscope freely and movement of the tip of the endoscope resulted in sliding down of other rubber bands on the trigger cord [premature deployment]. As the tip of the endoscope (barrel) was fixed the trigger cord to the varix, we were not able to pull out the endoscope. We used biopsy forceps to pull out the trigger cord from the rubber band on the varix base, but this resulted in serious bleeding. The complication is on the enclosed video." Cook endoscopy summary of video: the video begins with the varix being suctioned into the barrel of the device and the physician deploying the first band. The varix is released and it can be seen that the trigger cord is entangled. The physician re-suctioned the varix and the second band was attempted to be deployed. When the varix was released the trigger cord was still entangled and the band was unsuccessfully deployed. Bleeding is observed from the varix. The physician then tried to maneuver the endoscope to release the trigger cord and a third band prematurely deployed. The physician attempted again for several minutes to release the trigger cord by maneuvering the endoscope. A forcep is then inserted and the physician attempted to release the trigger cords with the forcep. The deployed bands and trigger cord are seen in the barrel of the device, the endoscope was then removed from the patient. The video exceeds the size limit to be attached to the report.